Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead had become dislodged. When the patient had come in for an av node ablation, it was identified that thresholds had increased from 0.6 at 0.5 to 4v at 0.5 and there was intermittent loc. There were no reported adverse patient symptoms beyond the need for early surgical intervention.

Manufacturer narrative:
To date, information suggests that this lead has been removed from service and retained by the hospital. If new information were to become available, this report will be further evaluated and updated.